Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. With the starclose se device clip remaining in the vessel, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it had not been fully clip deployed. The clip was returned exposed at the distal-end of tubeset. Exchange sheath splitting was completed up to approximately 1 cm proximal to the tip. The clip delivery tubeset had been retracted after advancement and partial exchange sheath splitting. These finding are consistent with the reported experience of continued bleeding after perceived clip deployment; the clip had not been deployed to close the arteriotomy. The condition of the returned device indicates that an attempt was made to deploy the clip prior to completion of thumb advancer deployment, which would account for the perceived clip deployment with the expectation of closure. The exposure of the clip on the clip delivery tubeset indicated that resistance was met although not reported during initial thumb advancer deployment. Excessive resistance during thumb advancer deployment could cause the garage block to become displaced and expose the clip during retraction. During the internal examination the pusher block and catch remained in pre-clip deployment positions. There was no damage detected with the device other than the displaced clip. There was no indication of product quality deficiency. Possible contributing factors causing the observed continued bleeding after starclose se device clip deployment as reported, can be influenced by, but not limited to; incorrect operator deployment technique, patient anatomical conditions, and manufacturing deficiencies. A tight tissue tract will occur if a 5 to 7mm skin incision is not made at the beginning of the procedure. Instead of the clip delivery tubeset sliding easily within the exchange sheath, tissue compression forces may cause the exchange sheath to drag along with the clip delivery tubeset as it is distally advanced. A femoral angiogram performed prior to arteriotomy closure did not reveal any calcification or vessel tortuosity. Additionally, there was no scarring reported to be present at the access/groin site. None of the above conditions were reported in this case; therefore, the cause of the clip displacement can not be conclusively determined. Continued bleeding after clip deployment can be caused by the clip misfiring that can result in inadequate or incomplete capture of arterial tissue, closure not being achieved, and/or arterial bleeding. Incorrect operator deployment technique can cause continued bleeding by relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45-degrees to 60 to 75-degrees prior to clip deployment, the device not being stabilized with the left hand during clip deployment. However, the information provided did not report any abnormal operator deployment technique. During manufacturing all devices are inspected and verified for proper loading of clip onto carrier tube. Based on the analysis, inspection criteria, and reported information a definitive cause for the clip displacement could not be determined, but appears to be related to the operation influences during use and not a product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A query of the complaint database was performed and there have been no previous incidents reported for device operate differently than expected-hemostasis. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.